Manufacturer narrative:
Upon eval of the device the complaint was confirmed. The complaint sample was returned and visually inspected. A monocular was used to inspect the device and it was discovered that there was a crack on one hte the internal lenses which resulted in a blurry visual field. A review of the device history record revealed no anomalies. Although a definitive root cause could not be determined, it is likely that the crack in the lens was due to improper handling of the device. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corp that the lens of the endoscope was found blurry. It is unk when the event occurred, whether the product was changed out, or the outcome of the surgery. Due to these unk's, terumo is conservatively reporting this event.